Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was located on the buttocks and described as red, itchy, bumpy, and irritated. Affected area was treated with otc (B)(4) and hydrocortisone cream twice a day as recommended by a doctor on (B)(6) 2016. At the time of contact, patient had no issues. No additional patient or event information was provided.